Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Olympus service operation repair center (sorc) reported that there were buckling of boot of the cable and corrosion of the electrical contact of the video connector. Based on the evaluation results, omsc surmised that the reported phenomenon occurred due to the following causes. - the cable might be broken because the boot of the cable was bucking. - there was a communication failure between the video system center and the subject device since the electrical contacts were corroded.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.